Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a circulation pump component failure. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, a labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed had an arctic sun device that was not filling, there was no suction on the left port, giving part number and price for new circulation pump. Per support/biomed tech via phone on 17april2023, it was reported that the device has been sent to service depot and they have been issued a loaner device. Per sample evaluation results received on 10may2023, it was reported that the root cause of the reported issue was due to the pressure transducer not seated properly. It was stated that the initial test showed low or marginal flow.

Event description:
It was reported that the biomed had an arctic sun device that was not filling, there was no suction on the left port, giving part number and price for new circulation pump. Per support/biomed tech via phone on (B)(6) 2023, it was reported that the device has been sent to service depot and they have been issued a loaner device. Per sample evaluation results received on (B)(6) 2023, it was reported that the root cause of the reported issue was due to the pressure transducer not seated properly. It was stated that the initial test showed low or marginal flow.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.